Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of extension set luer detachment was confirmed. The returned sample was found to exhibit the same features as a known issue h3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that the patient's a-line tubing broke off. Patient became agitated, and was pulling on soft wrist restraints, found a-line tubing had snapped, a-line was then removed. Additional information received 7/14/2023: the event did not involve an urgent or life-threatening medical situation, did not interrupt treatment or clinically significant delay in treatment. The catheter had been secured with a cr bard arterial statlock. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that the patient's a-line tubing broke off. Patient became agitated, and was pulling on soft wrist restraints, found a-line tubing had snapped, a-line was then removed. Additional information received 7/14/2023: the event did not involve an urgent or life-threatening medical situation, did not interrupt treatment or clinically significant delay in treatment. The catheter had been secured with a cr bard arterial statlock. No other information provided.